Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) 2013. It was reported that the patient underwent mesh implantation concurrently with laparoscopic assisted vaginal hysterectomy/ bilateral salpingo-oophorectomy and cystoscopy to treat pelvic organ prolapse . Following insertion, it was reported that the patient experienced extrusion, infection, recurrence and vaginal scarring. The patient experienced bilateral pelvic hematoma on [(B)(6) 2009] status post - laparoscopic assisted vaginal hysterectomy/ bilateral salpingo-oophorectomy and anterior prolift with cystoscopy on [(B)(6) 2009]. The patient was admitted to hospital and given blood transfusions and antibiotics. It was reported the patient experienced erosion of mesh into vagina and underwent mesh revision on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological l procedure on (B)(4) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.